Event description:
During index procedure, the patient had three endeavor sprint drug-eluting stents implanted, one stent was implanted to the cx and two stents were implanted in the lad. It was reported that an angiographic complication of dissection occurred after placement of the stents in the lad.

Manufacturer narrative:
(B)(4).